Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure, the user manual states : in case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Event description:
It was reported that the cv-190 had an image issue. According to the reporter the image was black and white. The user stated that he had a stream video recorder connected to the same monitor and the recordings were in color. The tac (technical support assistance) assisted the user and tried to troubleshoot however, the issue was not resolved. There was no patient harm or injury reported due to the event.